Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 08, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported). However, the issue was not resolved and the device was subsequently explanted on (B)(6), 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.